Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore underneath a therapy electrode. The patient's physician recommended removing the device to let the skin heal. The patient reported that the irritation improved after removing the device in addition to using an ointment.